Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. And the customer¿s reported problem was confirmed. The device evaluation found, that the nozzle was clogged. And because the nozzle was clogged, there was not enough air/water supply to clear the system properly. In addition it was found, that the angle wires were worn, causing the bending angles to not meet the standard value. And the play of the knobs to be out of standard. Scratches were found on the connecting tube, universal cord, objective lens, scope connector cover, scope connector, scope cover, control unit, grip, left/right knob as well as the up down knob. It was also found, that that scope cylinder was shaved, the connecting tube had a wrinkle, the plastic distal end cover had a dent, and the image guide (ig)protector had a cut in it. The device evaluation also found, that the due to a cut on heat shrinking tube of forceps elevator (fe) lever; expected insulation capacity could not be obtained. In addition, it was also found, that the guide pin of the electrical connector was missing. And the control unit was dirty. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient air to clear water from objective lens and reduced angulation. The issue was found during maintenance. Inspection and testing of the returned device, found air water nozzle blocked with foreign debris. Insufficient or incorrect reprocessing scope was used for next procedure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further follow up with the customer the following information was provided: there was no malfunction in the accessories used for reprocessing, no delay to the start of pre-cleaning or manual cleaning, it is unclear if air/water is flushed through the device during pre-cleaning but occasional use of mh-948 is possible, detergent is flushed during manual cleaning, and the distal end is brushed/wiped. Although foreign material was found in the nozzle/bending section cover, the specific foreign material/dirty substance could not be identified. Additionally, the cause of the material remaining on the device could not be specified. There was no damage to the area where the material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Both events can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.